Event description:
Complainant alleged that while attempting to treat a 74-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please note the user filed a medwatch report related to this claim (medwatch (B)(4)).

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: h10. Zoll received a medwatch report stating that no ECG tracing was displayed while the device was in monitor and pace modes, with a "no ECG" message shown. ECG tracing appeared when pads were used in defib mode, suggesting the issue may be related to ECG lead signal acquisition. The customer indicated that the device will not be returned for evaluation, and no internal assessment results were provided. The complaint is being closed as no sample returned.